Event description:
It was reported that the guidewire that was placed in this lead penetrated the lead wall and came out on the table. The lead was never inserted inside the patient. Another lead was used for implant. This lead will be returned for analysis. No patient was involved.

Event description:
It was reported that the guidewire that was placed in this lead penetrated the lead wall and came out on the table. The lead was never inserted inside the patient. Another lead was used for implant. This lead will be returned for analysis. No patient was involved. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a puncture hole in the insulation, which is consistent with the guidewire escaping the lumen. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.